Event description:
It was reported that after an rf ablation procedure for atrial fibrillation, the device presented in bvvi mode. A device download was performed successfully. The patient was in stable condition after the event.